Manufacturer narrative:
(B)(4).

Event description:
It was reported that high rv lead impedance was observed due to a connection issue. The physician disconnected and reconnected to the device and impedance was in range. Device remains implanted. Patient condition is fine.